Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to the use of an amplatz super stiff guide wire, a fracture occurred. During preparation, a fracture was noted 'several inches up the wire". The device was not used. As there was no patient involvement, no patient complications occurred.